Manufacturer narrative:
Concomitant products: product ID: 3889, lot# va0eec2, product type: lead. Product ID: 3889, lot# va0eec2, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0eec2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device had impedances of greater than 4 ,000 ohms on all bipolar pairs and all unipolar pairs other than electrode zero. The electrode zero unipolar pair was within normal limits. The patient¿s stimulation had quit working and turned off around midnight. The lead was tight and had no slack. Exploratory surgery was performed and the lead was found to be only partially inserted into the stimulator. The lead was then fully inserted for a proper connection. The impedance issue resolved. The patient felt stimulation in the correct location. Nothing was removed.